Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during pacemaker replacement the electrocautery caused the patient to lose pacing. Nurse immediately began emergency transcutaneous pacing until physician connected patient to pacing system analyzer. Surgery was continued, and the pacemaker was successfully replaced. Patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The field complaint of device loss pacing was not confirmed. Analysis performed, including mechanical test indicated that the device was exhibited normal eri characteristics with expected pacing as programmed. Longevity assessment was performed based on the nominal setting and it has met the projected longevity. There are arc marks made by electrosurgical tools on pacer can; user's manual warns against the use of electrosurgical devices in the vicinity of an implantable pulse generator to prevent damage.